Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The cusa excel handpiece (c2602) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: the transducer was found to be twisted in the handpiece housing. This is a user mistake, as the torque base was not used. Also, the cable wire was broken on the coil form side and needed to be re-soldered, and the housing and all o-rings of the coil form needed to be exchanged. All repairs were made; the calibration and the device performance test were performed to meet manufacturer's specification. Root cause - the root cause was confirmed as "incorrect assembly and disassembly of the handpiece by the customer using the torque wrench resulting in torque wrench misaligning the dot on the handpiece and the handpiece connector." The ability for customers to execute the instructions as written in the current user manual was previously verified by conducting a usability study. Risk is acceptable. Trends will be monitored for this and similar issues.

Event description:
N/a.

Event description:
A facility reported that the cusa excel 36khz straight handpiece (c2602) burnt the surgeon's hand. No additional information has been provided but same has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.